Event description:
It was reported that an alert triggered for high impedance on the right atrial (ra) lead. Noise was also observed on the patient¿s electrograms. Neither was reproducible in office. A chest x-ray revealed no evidence of dislodgement or fracture. The lead alert was disabled and mode switch programmed off. Impedance has remained steady during subsequent patient follow-ups. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).